Event description:
It was reported that balloon rupture occurred. A 3.00 x 12mm nc emerge balloon catheter was advanced for dilation; however, the balloon ruptured during multiple inflations. The device was subsequently replaced with intravascular lithotripsy (ivl), and the procedure was continued and successfully completed. No patient complications were reported.